Event description:
Information was received that reported a patient was hospitalized on 02/16/2009 due to an incident of hypoglycemia. The reporter states in 2009, the patient was found unresponsive. His blood glucose was "low" per his meter. He was given juice and the paramedics were called. He was brought to the hospital and treated with IV fluids. The device should be retuned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.